Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's leads were explanted and replaced. Reportedly, effective therapy was restored.

Manufacturer narrative:
The reported event of lead migration cannot be analyzed via laboratory testing, however laboratory testing was able to confirm the fracture.

Event description:
Follow-up information indicated both leads were found to be fractured.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient's leads migrated. Reprogramming was attempted in an effort to restore effective therapy, however it was to no avail. Surgical intervention may take place at a later date.